Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/16/2016. To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria. Additional information was requested and the following was obtained. Can you identify the product code and lot number of the product that was used? The product code is xc200. The lot number is unknown. Is the product or representative sample (product from the same lot number) available for evaluation? Yes. Did the clips not hold onto the suture? No, the clip did not hold onto the suture.

Event description:
It was reported that a patient underwent a laparoscopic prostatectomy on (B)(6) 2016 and an implantable suture clip was used. During the procedure, the clip did not hold on to the suture. The device was not used to the patient. Finally, ligation was performed to complete the case. There were no adverse consequences to the patient. Additional information was requested.